Event description:
Customer reports discrepant results with meter compared to lab. Results done about 15 minutes apart. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.